Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that the right ventricular (rv) and right atrial (ra) leads were explanted due to an infection. No additional adverse patient effects were reported. The manufacture, model, and serial information on the associated device was not provided and is currently unknown.